Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and anchor was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the anchors appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Another potential root cause could be due to the glue that was holding the hinge had come off which would have caused the hinge to break off. The manufacturer internal reference number is: comp-(B)(4). Additional information: h6 (a), (b), (c), (d).

Event description:
It is reported that when the patient woke up, the silent nite gl hinge sleep appliance was broken. No other information was provided.

Manufacturer narrative:
The device was returned for analysis however, the device evaluation is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).